Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a patient alert. It was also reported that the right ventricular (rv) lead had oversensing, high impedance, noise and was fractured. It was also reported that the chronic and a new right atrial (ra) lead would not produce "satisfactory values". It was noted that the analyzer had "failed" and was not working properly and when tested with a new programmer the values were normal. The chronic ra lead remains in use and the new ra lead was not used. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.